Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited an open condition during the induction testing phase of the implant procedure. Impedance measurements prior to the induction were elevated, but within normal limits. Following the delivery of a rescue shock, the physician checked all of the lead/device connections. All setscrews were tight. The physician pulled on the df-1 distal lead terminal, and the lead popped out of the device. This device was removed, and a similar crt-d was implanted without reported complication. The explanted device will be returned to guidant for anlysis.